Manufacturer narrative:
Device returned to manufacturer: the comet was returned and analysis was completed. The investigation showed shaft damage in the form of one kink located 54cm from the tip. There was coating peeled from the shaft at this location. It was considered likely that the kink and the peeled coating were attributable to handling issues; therefore, the cause of unintended use error caused or contributed to event was assigned for this damage. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The guidewire was then inserted into the pressure test fixture. The pressure was raised and lowered to confirm that the wire was reading pressure at the time of return. It was confirmed that the sensor was performing as designed by reading a designated pressure inputted into the test fixture. The coefficient values were confirmed to be in specification and the complaint for zeroing issues were not able to be confirmed, therefore for the initial allegation of failure to zero there was no problem detected.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that the 185cm comet pressure guidewire would not zero. This occurred prior to advancing the device into the patient and the device was unable to be used. The procedure was completed by opening another comet wire and the case was completed. The patient is doing well with no complications. However, the returned device analysis revealed some peeling of the device coating.